Manufacturer narrative:
UDI: (B)(4). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the device doesn't work was confirmed. It was found that the motor was corroded and doesn't run. Also the hand piece was found to shut off the pump during operation and the resistance values of the keypad of the hand control set was out of range. The motor and the handcontrol set were replaced and the device was repaired, tested and found to be fully functional. Fluid ingress into the system and contact with the motor is responsible for the corrosion of the motor. The corroded motor has a tendency to stick and not turn. However, given the information provided, we cannot discern a definitive root cause of the defective keypad of the hand control set. The defective components of the device would have caused the device to not function as intended as reported by the customer. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 10/05/2020 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that the micro tornado hp w handcontrol device did not work. During in-house engineering evaluation, it was determined that the motor on the device was corroded. There was no procedure involved. There were no adverse patient consequences reported. No additional information was provided.